Manufacturer narrative:
This report is submitted on february 15, 2021.

Event description:
Per the clinic, the patient experienced pain around the incision site when wearing the speech processor unit, and was treated with a steroid cream.